Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical generator esg-400 displayed an e433 (internal hardware error) error code. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: d9. The device was returned to olympus for inspection, and the customer's complaint of error number e433 after switching on the device was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the error message e433 occurred due to a faulty circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to d3 and g1b.